Event description:
It was reported that the programmer would not power on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer had an error and would not boot and therefore the software was reloaded. Analysis also found that the power cord door latch had its tabs broken off, that the hinge plate screws were missing, that the keyboard latch was broken off, that the right keyboard hinge was broken and that due to the common mode/wrist electrode test the link electronic module board was replaced and calibrated. All broken and missing parts were replaced. (B)(4).